Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. The patient programmer showed a communication error and the charger could not locate the ipg. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient's scs ipg was replaced. Stimulation therapy has reportedly been restored.